Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Description/event details: we currently have a deviation raised (nc38761) where a green particle was found within a syringe during manufacture in grade b noon.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: multiple photos, one bag of twenty-five syringes, and two additional bags each with two vials and a syringe, were provided to our quality team for investigation. Through visual inspection of the photos, two particles can be seen within the syringe, verifying the reported incident. Upon evaluation of the returned product, particles were identified within two of the bottles provided, no foreign matter or other contamination was identified within any of the returned syringes. Characterization testing was performed in attempt to identify the specific composition. Unfortunately, the results were inconclusive, and the particles could not be directly linked to any of the material used within the manufacturing process, therefore we cannot identify the specific origin of the particles observed. Retained samples of the reported lot were used for additional evaluation. All product was inspected, and no foreign matter or contamination was identified within any of the devices. A device history review was performed for the reported lot 2204109, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. The assembly station has a de-ionizer and vacuum system used to remove any particles inside the barrel. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. The areas where pieces run in manufacturing area are protected to avoid damage on the product and reduce particles from generating. Based on the investigation results, we could not definitively identify the composition of the particles, therefore a specific root cause cannot be established at this time. Manufacturing personnel have been notified of this incident to increase awareness of this matter. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information